Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy of the lung, the force used to squeeze the handle was heavier than usual. The firing cycle was completed, but the firing feeling was different from normal. A new handle and cartridge were used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that inspection of the unit determined that the knife laminates were bent, and there was damage to the inside of the adapter on the same side as the bent laminates. In addition, inspection of the pushers indicated that the pushers were subflush with the cartridge. Bent laminates are indicative of excessive force during firing. This may occur when the reload is being used on over indicated tissue. When the laminates in the knife of a reload are bent, it may begin to scrape along the length of the adapter during firing. Doing so will cause damage to the adapter and may cause the handle to feel difficult to squeeze. Subflush pushers also indicate firing on over-indicated tissue, as excessive tissue in the jaws of the device will push the pushers back towards the cartridge once the jaws of the unit have been opened.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw of the reload was open, the reload was fully fired but the interlock was not engaged, and the knife laminates were found to be damaged. Functionally, the reload was loaded into a representative handle and the returned handle. The reload interlock was not found to function properly. It was reported that the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Bent laminates are indicative of excessive force during firing. This may occur when the reload is being used on over indicated tissue. When the laminates in the knife of a reload are bent, it may begin to scrape along the length of the adapter during firing. Doing so will cause damage to the adapter and may cause the handle to feel difficult to squeeze. Subflush pushers also indicate firing on over-indicated tissue, as excessive tissue in the jaws of the device will push the pushers back towards the cartridge once the jaws of the unit have been opened. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.